Event description:
Consumer complaint of blood result reading of "lo". The customer states that she ran blood on 3 different customer and still "lo" on the display.

Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had low glucose value.